Event description:
On 23rd december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 075277112 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data identified that no other similar incidents have been received against the rayone emv rao200e batch 075277112. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The lens was returned inside a pouch of saline. Inspection under x10 magnification identified that the lens was cut in two (to aid explantation). Some damage was visible to part of the optic on one piece of the lens; however, it is not possible to verify this as the reported crack or damage that has occurred during explantation. The injector was disassembled and the injector parts were inspected under x10 magnification. The inspection did not identify any damage to any of the injector parts. To facilitate further testing of the injector, the injector was re-assembled and 1x rayone aspheric 600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used for this test injection. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A tolidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. The root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as intended/per design. The observation of the flaps being partly open could be reason for damage to the lens during injection.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd: yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 075277112 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data identified that no other similar incidents have been received against the rayone emv rao200e batch 075277112. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the lens optic damage during implantation.

Event description:
On 23rd december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.